Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the surgeon noticed foreign material adhered to around the root of the iol haptic. The foreign material was removed by cutting with scissors, and the iol remained in the patient's eye. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A video was provided. The lens and cartridge preparation were not shown. The lens was rapidly advanced into the eye. Both haptics were tucked in the optic fold. As the lens unfolds, an area of rounded material is observed on the posterior edge of the distal portion of the leading haptic. Unable to determine from the video if this was material from damage to the posterior edge of the haptic. The material had the appearance of lens material. Attempts were made to remove with the I/a tip. The material was eventually cut from the haptic with an instrument and removed. The lens remained implanted. The nature and origin of the material cannot be determined from the video. The material was eventually cut from the haptic with an instrument and removed. The lens remained implanted. The nature and origin of the material cannot be determined from the video. The manufacturer internal reference number is: (B)(4).